Manufacturer narrative:
The pump was returned to mmdg for evaluation. During the investigation it was found that the pump motor was damaged and that the rollers had debris around them. Both contributed to the pump under infusing. Mmdg was unable to confirm the complaint that the pump did not deliver, only that it under infused. The pump did also have a failed air in line sensor. The pump could not be repaired.

Event description:
The initial reporter stated that the pump did not dispense, and also did not alarm. A patient was reported to be involved, but the initial reporter did not provide any additional information as to the status of the patient after the reported event. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation, and is currently being subjected to a number of tests. Its internal event log will also be reviewed. Since the evaluation has not been completed, mmdg is unable to advise if the complaint was confirmed or not.

Event description:
The initial reporter stated that the pump did not dispense, and also did not alarm. A patient was reported to be involved, but the initial reporter did not provide any additional information as to the status of the patient after the reported event. (B)(4).